Event description:
The skin stapler (which is included in the hysterectomy pack) misfired as surgical closure began. An additional stapler was opened and closure was completed. Per the medline manufacturer representative, this is an ethicon stapler, product # ck157, bulk item. Manufacturer response for surgical stapler, (brand not provided) (per site reporter): medline rep would like to report event to qa department.